Event description:
A 2.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent system was implanted into a pt for the treatment of an unknown lesion. The vessel morphology was reported to be little calcified. It is unknown if lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system and met with some resistance on deflation of the balloon. The balloon was inflated and deflated and released from the stent, and the stent delivery system was successfully removed. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results and conclusion: other - lack of info (device not returned, no cds, films or operative reports were provided).